Manufacturer narrative:
The device has been received. Investigation is pending.

Event description:
The customer reported a plum 360 infuser recycled power during an infusion of an unspecified medication not allowing the medication to go through to the patient resulting in unspecified patient harm. The nurse reported whenever they infuse, the unit just started to shut off and turn back on again, on and on. No additional information was provided.

Manufacturer narrative:
Device passed self test when first turned on with ac power connected. Battery icon displayed 4 out of 4 bars. In effort to duplicate customer's complaint, disconnected ac power plug and ran device on battery power. Device passed self test. Ran a battery operational protocol, device failed protocol 2-3 minutes later with an error of n252 depleted battery. Therefore confirming the customer's complaint that the device power cycles on and off. Replaced device battery with a new ICU medical battery, went into biomed mode and pressed change battery soft key. Returned device to regular operational mode, ran battery operational protocol. Device passed this protocol on first try with new battery. Probable cause is defective battery from being ran to depleted too often and not plugging the device into ac more often.